Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/5/17 phone call, 10/5/17 phone call, 10/10/17 phone call. The biomedical engineer troubleshot this reported fault with gehc technical support. The absorbent canister was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was unable to ventilate due to a large leak during a case. The patient was switched to an ambulatory bag for ventilation. There was no report of patient injury.